Manufacturer narrative:
Review of the demipulse design history file (firmware and software detailed design) and design master record was performed. The review determined that an incorrect algorithm used by the model 250 programming system was in use. The root cause of bias between the time to eos projections for the generator and model 250 programming system appears to be due to an incorrect characterization during the design control phase.

Event description:
Generator was explanted for reported end of service and returned to the manufacturer. Product analysis was performed and analysis did not confirm end of service. Results of diagnostic testing indicated that the device was operating properly, however, diagnostic testing estimated time to eos was 0.13 years at the returned settings. Review in product analysis of the generator's source code in conjunction with the programming history exports indicated that the data in the diagaccumconsumed memory locations revealed that 104.536% of the battery had been consumed. The generator's battery voltage was verified to be above the 2.0 v eos threshold and delivering stimulation as intended. Electrical test results showed that the pulse generator was operating within specification. Visual inspection results revealed no external device abnormalities. There were no adverse functional, mechanical, or visual issues identified with the returned generator. While the generator provided output therapy that meets specifications, the battery life estimation algorithm does not meet specification. Review of the demipulse design history file (firmware and software detailed design) and design master record was performed and determined, there is a discrepancy in the end of service longevity calculation projection. Investigation determined that model 250 programming system software was identified to be a contributing factor to inaccurate eos calculation.